Manufacturer narrative:
Device used for treatment, not diagnosis. Patient ID, dob not available for reporting. Date of event: unknown when pain began. This report is for an unknown nail head elements/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. If additional is obtained that was not available for the initial med-watch, the investigation will be updated as applicable, and a follow-up med-watch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that orif (open reduction internal fixation) was applied to initial surgery using femoral neck system for proximal femoral neck fractures on (B)(6) 2018. It was an unknown date after the surgery that the patient (as an outpatient) consulted with the surgeon for recurrent pain. Then, the surgeon diagnosed displacement to internally inverted position. On (B)(6), revision surgery will be performed for removing femoral neck system and replacing with an artificial bone head. This complaint involves (5) five parts. This report is 2 of 5 for (B)(4).

Manufacturer narrative:
Corrected data: the initial complaint was reviewed and found not reportable as this part unknown nail head element is not a part of the femoral neck system construct. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Occupation: additional reporter. Brand name & procode name/change updated. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.